Event description:
Healthcare professional (hcp) reports multiple incidents of blood leaking at the luer connection of the venous blood port and blood line interface. Incidents occurred during use over past 8 months. Hcp reports staff noted blood leaking onto the machine or floor approximately 2 hours into the patient's treatment. Estimated blood loss 150cc per incident. The connections were secured and the treatments were completed without incident. No pt injury or medical intervention reported.